Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and failed due to the receiver not turning on, but will turn on with a known good battery after receiver case is open. An internal visual inspection was performed and passed. The log was downloaded and reviewed finding rttloss in the log an indication that the allegation did occurred related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.